Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one instrument grip was bent causing side to side misalignment of the grips. There was a .021 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint. The likely cause of the bent tip could be overloading at the tip or mishandling. Failure analysis investigation also found that the distal end of the instrument's main tube exhibited various scratch marks with light material removal and had a rough surface finish. The scratches were short in length and were not axially aligned with the tube. It was concluded that the main tube damage may have been due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the damage to the main tube found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the jaws of the fenestrated bipolar forceps instrument were noted to be misaligned. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.